Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump's software needs to be downgraded to v1.2.4. The event occurred during testing.

Manufacturer narrative:
The device was returned for evaluation. Visual inspection found the device was in used condition. The customer reported problem was not confirmed. Preventative maintenance was performed. All functional tests of the device passed after repair.